Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage force sensor resistor. The device was received with cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery and continued to alarm no delivery after an infusion set change, as well as after removal of the reservoir. The blood glucose reading was 209 mg/dl. The customer stated that the alarm issue had occurred for the past week. Upon troubleshooting, it was found that the insulin pump alarmed no delivery; advised replacement of the insulin pump. Nothing further reported.